Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the package for the single lumen distal aortic pressure monitoring set was noted to be broken during inspection. This product problem was noted prior to patient contact, and it did not result in any reported patient impact.